Event description:
It was reported from the clinic that during a check of the patient's implantable pulse generator (ipg), though the mode switch (ms) was programmed off there was still an episode of atrial high rate (ahr). It was reported the ahr should show up suspended in this mode. Possible undersensing is suspected. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addr01, implantable pulse generator (ipg), (B)(6) 2011; 5076, implantable pacing lead, (B)(6) 2011. (B)(4).